Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However, the receiver (mt20649-pnk/(B)(4)) that was being used with the sensor device was returned on (B)(4) 2014 or evaluation. The device was visually inspected and found that the moisture detection sticker was activated. Functional testing was performed and the test failed, confirming the reported event of inaccurate blood glucose values. The root cause was determined to be moisture damage.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).